Event description:
It was reported via voluntary report no. (B)(4) that guide wire removal difficulties occurred. The target lesion was located in the left kidney in an unspecified vessel. An unspecified stent was implanted in the kidney. A s/s xch/035/180 amplatz super stiff¿ guide wire was advanced to the lesion. It was noted that the device got stuck in an unspecified stent. When the physician tried to pull the device out, the device got frayed. The device was completely removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).